Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turning on the equipment the distributor informs, the cardiosave intra-aortic balloon pump (iabp) while performing all the operating tests and the test that corresponds to the safety disk, the equipment indicates a date of 2017. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
There was contact made with wayne, USA facility and it was confirmed that the error was made by the operator who configured the equipment in the factory and when entering the year as 27 it was mistakenly entered as 17. The unit was not an old safety disk.